Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Identification of the issue was done based on communication with field service engineer (fse), problem description, service report and device logs. Initially nozzle units were pointed as faulty, which represents reportable event. Further information provided by ssu confirmed that nozzle units were replaced as a part of preventive maintenance and issue was caused by o2 sensor. Replacement of the faulty part solved the issue and unit was cleared for back to clinical use. This situation is not-safety related as o2 sensor is only for measuring and will not affect ventilation. The issue could be confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined as related to o2 sensor.

Event description:
Manufacturer's ref. #: (B)(4).